Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer was recently taken to the emergency room due to diabetic ketoacidosis. Caller reported that the incident was a result of the customer not checking her blood glucose levels or bolusing. Blood glucose level at the time of the incident was over 600 mg/dl. The customer was reported to have had a headache and been vomiting. The insulin pump was not replaced or returned for analysis.